Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer, and the reported video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton but was unable to confirm the reported issue. When connecting the customer's glidescope avl video baton 3-4 to known, good, test verathon equipment, the video image was normal. The verathon technical service representative was unable to verify the original reported issue. The camera image quality test was performed and passed. Upon completion of the evaluation the glidescope avl video baton 3-4 was scrapped as it had already been replaced prior to its return to verathon, and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut "in-and-out" multiple times when in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.